Event description:
The following info was reported by the customer's attorney: pt's lawyer alleges that on (B)(6), 2009, customer experienced hypoglycemia which progressed to a hypoglycemic coma and anoxic brain injury. The lawyer further alleges the cause of this injury was overinfusion of insulin by customer's paradigm real-time insulin pump and continuous glucose monitoring system. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.